Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the stroke treatment procedure, the subject catheter was intended to be used for aspiration. Physician was unable to advance the subject catheter over the microcatheter, so he tried to remove it from the long sheath. The shaft of the subject catheter broke from the proximal part and on removal of the broken part it was found stretched. There was a 2 min surgical delay due to the event and the patient's anatomy was medium tortuous. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the catheter shaft was seen to be broken at 10cm from the hub. The nitinol winds under the shaft were seen to be stretched, this may have been interpreted as the shaft been stretched. The catheter shaft was seen to be damaged. Functional testing was not carried out due to the break on the catheter shaft. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The catheter was seen to be broken/fractured, stretched, and damaged and therefore the as reported can be confirmed. The as reported catheter shaft friction, catheter shaft difficulty removing/withdrawing from catheter, as reported and as analyzed catheter shaft broken/fractured during use and catheter shaft stretched and the as analyzed catheter shaft damaged will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the stroke treatment procedure, the subject catheter was intended to be used for aspiration. Physician was unable to advance the subject catheter over the microcatheter, so he tried to remove it from the long sheath. The shaft of the subject catheter broke from the proximal part and on removal of the broken part it was found stretched. There was a 2 min surgical delay due to the event and the patient's anatomy was medium tortuous. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.